Manufacturer narrative:
H3 device analysis: the returned extension was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the setscrews were missing from the extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received by the manufacturer representative regarding a trial patient for chronic pain. It was reported that during the surgical trial procedure, the "adapter" was opened and connected to the lead. When attempting to tighten the screw with a torque wrench, it was confirmed that the screw was missing from the connection point from the beginning. It was considered that the screw might have been dropped or left loose in the product tray but a search was conducted and it could not be found. A new "adapter" was opened and used. Issue was resolved. No health damage noted.